Event description:
It was reported that calibration failure occurred. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair. No patient involvement was indicated to me, or our technician, at the time these pumps were received at our facility for repair and recertification. H4: correction manufacture date: 08/16/2012.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Replaced the dso (downstream occlusion) sensor and also the uso (upstream occlusion) sensor as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.